Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a blank display due to a missing battery tube spring and corroded battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly and motor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, corroded battery tube and missing battery tube spring. In summary, customer alleged blank display confirmed. Expose to moisture on electronic assembly and motor noted. Power problem-failed battery test unknown. Power problem-battery loss unknown due to missing battery tube spring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced repeated battery failed alarms and a blank display, with the insulin pump failing to accept new batteries and continuously displaying insert battery and battery failed alarms. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and included confirming the use of the correct battery cap and undamaged contacts, inspecting the battery compartment and spring for damage or corrosion, cleaning the battery cap contacts, attempting a pump restart and advising the customer to discontinue use, revert to a backup plan, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.